Event description:
Information received with return of the device does not address the patient's clinical status but notes that during the implant procedure, the physician had difficulty insert- ing the leads into the connector header. After the leads were inserted, ventricular loss of capture and oversensing was noted. Therefore, the device was replaced.